Event description:
It was reported that low rv lead impedance and noise was observed on egms. The noise was reproducible with isometrics. Other electrical values were normal. Patient was asymptomatic. The lead will continue to be monitored.

Manufacturer narrative:
Correction: the MDR should have been submitted on right ventricular lead (model number: 2088tc/52 and serial number: (B)(4).